Event description:
It was reported that the patient had a staphylococcus aureus bacteria infection and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a leadless pacemaker. It was noted also that the patient had many hospitalizations recently for many unrelated issues and it was not suspected that the infection was device related however a source could not be identified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  429888, lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.